Event description:
It was reported by italy that during service and evaluation, it was determined that the motor device displayed an e6 (overheat warning) error code. It was further determined that the device failed pretest for visual assessment, loctite assessment and motor thermistor assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device did not work was not confirmed. Therefore, an assignable root cause for the reported condition of will not run was not determined. However, during evaluation, it was determined that the devcie displayed and e6(overheat warning) error code. The assignable root cause resulting from failures identified during evaluation was determined to be traced to maintenance. UDI: (B)(4).